Manufacturer narrative:
A follow up report will be filed once the quality investigation is complete. Awaiting confirmation if device is available for return.

Event description:
It was reported via medwatch 2000330000-2022-8043, that during a coronary artery bypass graft, while sawing the sternum, the blade broke in half. It was also reported that there were no adverse consequences and no delays as a result of this event. It was further reported that the procedure was completed successfully.

Manufacturer narrative:
H6: the quality investigation is complete. H3 other text : device not returned.

Event description:
It was reported via medwatch (B)(4), that during a coronary artery bypass graft, while sawing the sternum, the blade broke in half. It was also reported that there were no adverse consequences and no delays as a result of this event. It was further reported that the procedure was completed successfully.